Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts to obtain the device have been made with no response to date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Suture /needle pull off device issues captured in reports: 2210968-2020-00398, 2210968-2020-00399, 2210968-2020-00400.

Event description:
It was reported an animal underwent an unknown procedure on an unknown date in 2019 and suture was used. The suture came off the needle. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional investigation summary: it was reported pull off -suture needle. Four unopened samples of product code w9582, lot mkz738 were returned for analysis. The complaint sample was not returned for evaluation. During the visual inspection of four samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.